Event description:
It was reported that the bd micro-fine ultra¿ pen needles package was found damaged before use, thus affecting sterility. The following information was provided by the initial reporter: this is a report about separation of tear drop label. The user confirmed that the tear drop label was detached before use and the needle was exposed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needles package was found damaged before use, thus affecting sterility. The following information was provided by the initial reporter: this is a report about separation of tear drop label. The user confirmed that the tear drop label was detached before use and the needle was exposed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was conducted for lot number 1306587. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.